Event description:
It was reported that patient presented in clinic (B)(6) 2016 with 3.1 years remaining longevity. Remote check in (B)(6) 2017 showed the longevity was 1.5 years remaining and in (B)(6) 2017 showed 3.1 months remaining. No therapies or changes in programming were present. The battery trend curve was normal. It was explained that this discrepancy can be caused by small fluctuations in battery voltage and cause the programmer to display a longevity estimate that is longer than expected. The patient will continue to be monitored.